Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, as limited information was provided, the cause of the pvl is unknown. However, may be due to patient factors (possible calcification) and/or procedural factors (device manipulation, positioning the valve ¿too low¿ as described). There is no information to suggest a manufacturing non conformances contributed to the event. Attempts were made to obtain imaging but the information could not be provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Paravalvular leak is listed in the instructions for use for the tavr procedure and is a known potential risks associated with the procedure. There is no allegation of an edwards device malfunction associated with this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, approximately 2 years and 4 months post implantation of a 29 mm sapien xt valve, a valve in valve with a 29 mm sapien 3 valve was performed due to moderate symptomatic pvl. The sapien xt valve appeared ¿low¿ and the decision was made to put in a 29 mm sapien 3 valve. The leak was ¿lessened¿ and the patient is in recovery and is 'doing well'.